Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. Device had corroded motor home switch. Unable to test for button keypad anomaly, battery out limit alarms, backlight anomaly and pump giving bolus on its own due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.